Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The dr was able to get the dilator into the sheath but could not get ir out. Event complications: unk -reported 1/23/97. Pt's current status: unk -reported 1/23/97.